Event description:
It was reported that the surgeon was attempting to insert a 23.0 diopter implantable collamer lens, and the patient was nervous, and during implantation moved twice and the surgeon had to stop in the middle of the icl, exiting from the cartridge (into the wound). Surgeon reloaded the lens and during the second attempt he pressed the foam tip plunger and the icl was scratched. There was no patient injury. The surgeon implanted the backup lens. The cause of the lens damage was due to patient movement.